Event description:
Reporter reported that the counterweight in fst-10 fell due to improper crimping of loops in counterweight cables. As a result of which tube and collar assemblies hit the floor during installation and damaged tube, tube stand and base.